Event description:
It was reported that this pacemaker declared a lead safety switch (lss) on the right atrial (ra) lead due to high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. After the lss the device was reprogrammed. A week later, the right ventricular (rv) lead also exhibited high oor pacing impedances. Data analysis from boston scientific technical services (ts) provided recommendations in order to obtain a possible cause of the lss. Also, noise was observed in both channels since (B)(6) 2019. Additional information was received which confirmed this pacemaker was explanted. The physician decided to do an invasive procedure. The pacemaker and lead were reviewed in the ep lab, no apparent damage was seen. The device was discarded in the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient had a surgical procedure. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) on the right atrial (ra) lead due to high out-of-range (oor) pacing impedances, measuring greater than 2000 ohms. After the lss the device was reprogrammed. A week later, the right ventricular (rv) lead also exhibited high oor pacing impedances. Data analysis from boston scientific technical services (ts) provided recommendations in order to obtain a possible cause of the lss. Also, noise was observed in both channels since (B)(6) 2019. The system remains in service. No adverse patient effects were reported.